Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure, and pre-procedure imaging did not note any pre-existing thrombus. Venous access was obtained and 5,000 u of heparin was administered. Transseptal puncture was performed and then 3,000u of additional heparin was administered. A watchman fxd curve access system (was) was advanced into the left atrium. The activated clotting time (act) results were 270 seconds and 370 seconds. A 31 mm watchman flx pro closure device and delivery system (wds) was advanced, and while attempting to deploy the device into the laa a flat, petal-like structure 25 mm long in diameter was seen floating in the left atrium (la) and identified to be a thrombus. An additional 2,000 u of heparin was administered. Release criteria were met so the closure device was implanted. The tee showed no haze, and there were no findings suggestive of thrombus in the was or wds that was subsequently removed. The thrombus structure then disappeared from the left atrium. An external echocardiogram was performed and showed what appeared to be a thrombus in the left common carotid artery, which the physicians were unsure if this was the same thrombus identified earlier, so neurosurgery department was contacted to discuss course of action. Continuous echocardiography showed no signs of blood flow interruption. There were no neurological findings noted, so the patient was awakened from anesthesia. The patient was able to communicate and had normal movement of limbs, so the patient was weaned from the ventilator. A computed tomography (CT) scan was performed, and the patient was transferred to the intensive care unit (ICU) for continued monitoring.

Manufacturer narrative:
B5: information added. H6 impact code added: hospitalization or prolonged hospitalization.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure, and pre-procedure imaging did not note any pre-existing thrombus. Venous access was obtained and 5,000u of heparin was administered. Transseptal puncture was performed and then 3,000u of additional heparin was administered. A watchman fxd curve access system (was) was advanced into the left atrium. The activated clotting time (act) results were 270 seconds and 370 seconds. A 31mm watchman flx pro closure device and delivery system (wds) was advanced, and while attempting to deploy the device into the laa a flat, petal-like structure 25mm long in diameter was seen floating in the left atrium (la) and identified to be a thrombus. An additional 2,000u of heparin was administered. Release criteria were met so the closure device was implanted. The tee showed no haze, and there were no findings suggestive of thrombus in the was or wds that was subsequently removed. The thrombus structure then disappeared from the left atrium. An external echocardiogram was performed and showed what appeared to be a thrombus in the left common carotid artery, which the physicians were unsure if this was the same thrombus identified earlier, so neurosurgery department was contacted to discuss course of action. Continuous echocardiography showed no signs of blood flow interruption. There were no neurological findings noted, so the patient was awakened from anesthesia. The patient was able to communicate and had normal movement of limbs, so the patient was weaned from the ventilator. A computed tomography (CT) scan was performed, and the patient was transferred to the intensive care unit (ICU) for continued monitoring. It was further reported that the patient was hospitalized with continuous heparin administration in response to the thrombus that was identified in the left common carotid artery. The patient remains hospitalized due to signs of renal infarction and remains under observation. No further information regarding this update was provided at the time of this report.